Event description:
It was reported to philips that the device's batteries are faulty. There was no patient involvement.

Event description:
It was reported to philips that the device's batteries are faulty. Device was due for service and sent in for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery that had pasted its life cycle. A good faith effort has been made to clarify the case notes of customer advising only service and annual calibration to be done on the device, and field service engineer (fse) reports they believe the customer took this step as the device was about to reach its end of life (eol) status. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. However, upon follow-up, it was concluded that the customer decided to only have service and annual calibration done on the device due to its near end of life (eol) status. A service and annual calibration was done. Ran operational and safety tests: all tests passed. Confirmed the reason for the case closed status. No further investigation or action is warranted.